Event description:
It was reported that prior to use foreign matter was discovered in lumen with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from spanish to english: there is one (1) unit with a foreign matter in its lumen.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8121655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing of the foreign material determined that the sample trays contained polystyrene debris, which originates from the syringe component boxes. The components are double bagged in order to prevent the debris from clinging to the bag while the syringes are loaded into the machine hopper. In the event manufacturing personnel fail to follow established manufacturing guidelines, cardboard can be transferred into the finished goods.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in lumen with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: there is one (1) unit with a foreign matter in its lumen.